Manufacturer narrative:
(B)(4).

Event description:
During a sleeve gastrectomy. An echelon flex plus stapler failed to fire. The stapler was loaded with a gst60t reload and using seamguard for the first firing on the antrum. The stapler fired the first couple of staples but these failed to form correctly (seen left in the seamguard), the gun would not open even when the reverse button was used. The surgeon had to open the manual override lever to open the device. The lot number v94v16 is not available in the drop down box. Was surgery delayed due to the reported event? No, action taken when event occurred? Another stapler opened and the operation completed successfully., was procedure successfully completed? Yes, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of hospital, device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.